Manufacturer narrative:
Investigation summary: material #: 364314. Lot/batch #: 1208450. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged plunger stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before use of the bd preset¿ syringe with attached needle the plunger was found to be deformed. The following information was provided by the initial reporter and translated to english. The customer stated: "before blood collection, it was found that the blood collector was broken. 2022-11-18 received an update from the sales representative, and the description of the incident was updated as follows: "the vent plug structure had deformation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd preset¿ syringe with attached needle the plunger was found to be deformed. The following information was provided by the initial reporter and translated to english. The customer stated: "before blood collection, it was found that the blood collector was broken. (B)(6) 2022 received an update from the sales representative, and the description of the incident was updated as follows: "the vent plug structure had deformation."